Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned device is missing its distal half, and the head and threads show deformation consistent with use. It was reported that the screw was removed due to being broken following a left calcaneus fracture procedure. This condition is confirmed; the screw has a homogenous fracture surface where the distal half broke away from. Under magnified inspection, the screw head also shows wears that is indicative of the screw not being seated properly leaving the screw head proud. A proud screw head could have led to this complaint condition in addition to an external impact due to possible patient non-compliance. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that a proud screw head and possible patient non-compliance led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The synthes complaint handling unit received a medwatch user facility report numbered (B)(4) via standard mail on (B)(4) 2014. Only additional and/or corrected information will be contained in this report. This is report 1 of 1 for (B)(4).